Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones being emitted from the device. Upon interrogation, one out-of-range lead impedance measurement was found.